Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvwb10), associated mount and screw were returned for investigation. Visual inspection of the as returned products identified minor wears on the implant due to usage, a fractured mount and a screw with rounded hex. Functional testing was performed to disengage the mount and screw from the implant without success. The mount and screw were determined to be stuck into the implant. No further testing could be performed as the products would not disengage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: UDI (B)(4).

Event description:
It was reported that the mount was being used as a temporary abutment. During the appointment to place the final abutment, the implant and mount would not disengage from each other. The implant was damaged during the removal process of the stuck mount. As a result, the implant had to be removed. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant and healing abutment would not disengage from each other. The implant was damaged during the removal process of the stuck healing abutment. As a result, the implant had to be removed. Tooth location 19.